Manufacturer narrative:
(B)(4). The device has not been received by the manufacturer for evaluation at the time of this report. A DHR review could not be conducted since the lot number was not provided. Functional test process of current production of smart concha no sterile (B)(4) was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. No corrective action can be established at this time. To perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "during high flow nasal cannula therapy, rt noticed that the circuit was flooded with concha water. This water overflow was recognized by the rt prior to it reaching the infant patient". (Cont.) It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges "during high flow nasal cannula therapy, rt noticed that the circuit was flooded with concha water. This water overflow was recognized by the rt prior to it reaching the infant patient".(cont.) It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the water column was moved back and forth several times from the upright position to the up side down position to confirm that the free floating sensor in the column was in fact free floating. The suspect water column was placed into a known functioning conchasmart neptune heater with less than 1/2" of water in the column. A 395-90 temperature probe was connected to the neptune for operational continuity. The neptune was turned on and the temperature was set at 37 ¿c. Within 3-4 minutes the low water warning light was flashing indicating the neptune recognized the low water status of the column. When the suspect column was removed from the neptune the low water indicator turned off. This test confirms the correct operation of the low water indicator system of the column. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. In the same manner the column to bottle valve was confirmed as operating as intended as all valves opened and closed freely indicating nothing was occluding the water flow. The returned column was connected to a concha water bottle in the correct position. Both water pins were punctured in the upper and lower tubes of the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was connected to the returned 2416 comfort flo circuit with a 2411-04 neonate cannula from the lab using the 3lpm flow mentioned in the report with no problems. The infant cannula was disconnected with no water level increase into the circuit. The infant cannula was reconnected to 3lpm of compressed air and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. A device history record (DHR) review was performed on the lot number of the sample received (74c1801343). No issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.